Event description:
Medtronic physio-control engineering initiated an investigation based upon failures of the battery charger attached to a device. The failure would result in a battery not being charged. Operating a device with a charge depleted battery could result in an inability to deliver device pacing and defibrillator therapies to a patient.